Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported that the scale was inaccurate due to faulty load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale was inaccurate due to faulty load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.